Event description:
The reporter stated the surgeon implanted a icm125v4 12.5mm implantable collamer lens in patient's left eye on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to low vault with no rotation. The lens was exchanged for a longer length lens. This resolved the problem. On (B)(6) 2014, patient's last visit to the doctor, ucva: 20/20.

Manufacturer narrative:
Method: lens work order search/ medical review. Results: visual inspection of the returned product found no visible damage to the lens. The lens was returned dry. There was evidence of clear surgical residue on product. A lens work order search was performed and no similar complaint was found within the work order. Medical review - review of the complaint file indicates that the surgeon implanted the lens in accordance with the dfu requirements and noticed low vault of the lens in the post-operative period. The lens was removed and was exchanged for a longer length lens with a similar diopter (original value +/-2d). This resolved the problem. According to use fmea (failure modes and effect analysis) it has been determined that inadequate vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a probable root cause of inadequate vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).

Manufacturer narrative:
(B)(4): evaluation:conclusion - conclusion not yet available. Evaluation is in progress. (B)(4).